Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during event history review. The assignable cause was determined to be to manual tube release (mtr) being used after power off. No repair is needed at this time. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if any additional information become available.

Event description:
A baxter field service technician serviced a colleague device for fc 804:26 on channel c. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: after further evaluation by quality engineers the assignable cause, for failure code 804:26 on channel c, was determined to be a software failure. Software failures are not associated with hardware failures and do not require any remediation or hardware component replacement.